Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
Device 2 of 3: reference MFR. Report #3006705815-2019-00508; reference MFR. Report #1627487-2019-02105. It was reported the patient experienced inadequate stimulation with their scs system. In turn, reprogramming was unable to resolve the issue. As a result, surgical intervention was undertaken wherein the entire system was explanted.

Event description:
Device 2 of 3. Reference MFR. Report #3006705815-2019-00508. Reference MFR. Report #1627487-2019-02105.